Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: evidence of a short battery life was observed on (B)(4) 2014, illustrated with sudden voltage drops leading to call service warning and alarm. There was no battery alarm or warning duplicated during the investigation; all current draws were above specification. The current reading dropped to specification after unplugging the continuous glucose monitor connector (cgm) from the printed circuit board (pcb) as there was an intermittent condition found to the cgm module due to a cold solder connection at a pin. The current readings maintained specification after re-soldering the affected pin and re-plugging the cgm connector to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life had been shorter than expected. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.